Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A field service engineer confirmed that the issue was resolved. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a bio ID failure. The customer reported that the bio ID feature was not functioning correctly for all users, and they were required to enter a password each time. The customer has already attempted to recover and reboot the station, but the issue persists. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.